Manufacturer narrative:
On (B)(6) 2018 arjo was informed about the event, which occurred in the (B)(6) long term care community in (B)(6) (canada). During the transfer of the resident from the bed to the wheelchair, the stitching of the right leg strap broke off. The resident (99 years old female) has started to slip out of the sling and the present caregiver wanted to prevent a fall and pushed up on the resident's right leg. At that moment, the resident fell out of the back of the sling. The caregiver tried to use the emergency lowering feature the emergency lowering feature to bring the resident down, however the lifting arm was lowering slowly. At that moment, the resident fell out of the back of the sling. After this event, the resident was treated with first aid measures. It was notified that the resident sustained the hematoma to the back of the head and back pain. The devices involved in the incident was maxi 500 passive floor lift and the passive loop sling. The sling was manufactured on 24 jun 2017. The device evaluation was performed by the arjo technician on 03 dec 2018 and it showed that the maxi 500 was visually in good condition. During function testing, it was confirmed that the lift's spreader bar moved very slowly, half as slowly as intended. When another, fully charged battery was used, the lift was working in accordance with the specification. Based on that, it can be concluded that a discharged battery was used at the time of the event and that is why the speed of the maxi 500 lifting arm was so slow, as described by the customer facility representative. The loop sling was also inspected during the visit of arjo technician. It was noticed that the sling was torn at the base of the right loop at the connection point. Additionally, the inspection of the place where the slings are stored and the laundering process was conducted. It did not show any anomalies. Based on the technician assumption, the sling loop could have been caught by the metal components of the wheelchair, which could lead to tearing of the loop's stitching. The instruction for use dedicated to maxi 500 floor lift (001.20815.en rev.13) warns: "make sure the sling is not caught on any obstructions (for instance, the wheelchair brakes or armrests). Sling catching in such obstructions could result in patient fall." This is the most probable scenario, however it cannot be confirmed based on the collected information. The review of the reportable events for maxi 500 lift (for a period of five years) revealed that the event investigated here is the single one. No similar reportable complaints were found. In summary, the system consists of maxi 500 passive floor lift and loop sling was being used at the time of the event and played a role in the reported incident. The system did not meet the manufacturer's specification at the time of the event. The complaint decided to be reportable because the resident fell from the sling and if the event re-occurs, it may pose the risk of serious injury.

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2018 arjo was informed about the event, which occurred in (B)(6) community in (B)(6). During the transfer of the resident from the bed to the wheelchair, the stitching of the right leg strap tore. The resident ((B)(6) female) has started to slip out of the sling and the present caregiver wanted to prevent a fall and pushed up on the resident's right leg. At that moment, the resident fell out of the back of the sling. The caregiver tried to use the emergency lowering feature, however lowering was very low. After this event, the resident was treated with first aid measures. It was notified that the resident sustained the hematoma to the back of the head and back pain.